Event description:
A colleague infusion pump experienced a battery depleted set alarm that interrupted delivery. This event was discovered upon review of the event history by baxter personnel. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.12.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a battery depleted set alarm that interrupted delivery was confirmed but not duplicated. The root cause was attributed to depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress (B)(4). Should additional information be received, a follow-up medwatch will be submitted.